Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was having trouble with atrial arrhythmias at night. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.